Event description:
It is reported the patient underwent a cranioplasty operation on (B)(6) 2015; after the surgery the patient had muscle weakness while looking outward. A CT scan was performed (B)(6) 2015 and it was determined that the orbital hole was considerably smaller than the opposite side, especially in the lateral area. As a result, the surgeon performed a revision surgery on (B)(6) 2015 to modify the orbital hole. Upon follow up the sales associate stated "the muscle weakness was because the eyehole of the implant was to small and the implant was pushing on the muscle. Because of that the function of the muscle was limited." He also confirmed the htr was re-implanted in the patient, he is unsure if the plates and screws were re-used or discarded.

Manufacturer narrative:
The implant design was reviewed and it was identified the case was processed per all applicable 3d systems operating procedures. No issues were documented during the design, manufacturing, and final inspection procedures. The post-op CT scans were reviewed and found the most likely underlying cause to be the incorrect placement of the htr implant, creating an unintended gap between the implant and the patient's skull as the implant was rotated from the designed position. There are no indications of manufacturing defects.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. A review of the device history records identified no non-conformances that would cause or contribute to the reported event. The surgeon approved the implant design prior the implant being manufactured. The implant remains in the patient, therefore no product is available for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of five for the same event, see also 1032347-2015-00331, 1032347-2015-00332, 1032347-2015-00333 and 1032347-2015-00334.